Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas 6000 c501 module. The initial result was 207 umol/l. The physician questioned the initial result as it was inconsistent with the patient's clinical condition. The sample was then repeated on 07-nov-2025, and the repeat result was 68 umol/l.

Manufacturer narrative:
The creatinine reagent lot number was 86413201 with an expiration date of 31-dec-2025. The field service engineer inspected the instrument. He replaced the sample probe and adjusted the gear pump pressure. The service actions performed by the engineer resolved the issue. The root cause was consistent with a sample probe issue.